Manufacturer narrative:
The reported event could be confirmed based on review of imaging by medical affairs. Upon further investigation of the CT scans by healthcare professionals the following was observed. '' the talar component shows signs of loosening with radiolucence and small cysts as well." Based on the investigation, the root cause can be attributed to a patient factors related issue. The development of cysts and radiolucency around the device/bone interface have led to the reported event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device remains implanted in patient.

Event description:
The digital prophecy team received a CT scan indicating that the patient may require a revision surgery, the reason for the revision surgery is still unknown.

Manufacturer narrative:
Correction - b5.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for tibial loosening.